Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for daughter via phone call for high blood glucose. The customer¿s blood glucose level was 500 m/dl at the time of the incident. The customer stated ump has not been working it has been saying insulin flow blocked. Customer is reporting a past event. Customer reported that alarm did not occur during fill tubing. Customer reported that event was resolved by changing complete set (infusion and reservoir). Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.